Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported having issues with insulin pump alarming low suspend. Customer's blood glucose reading was 400 mg/dl. Nothing further reported.